Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery was replaced, the cmos was reconfigured and the power supply at ps1 was adjusted to 5.15 vdc. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system would not boot up. No patient injury was reported.